Manufacturer narrative:
Results: used for the catheter.

Event description:
It was reported that the "distal partial catheter fractured". No pt symptoms were provided. Additional info has been requested from the hcp, but was not available as of the date of this report.